Event description:
It was reported that during a procedure, the paddle shaver tip fractured. The tip was retrieved. There was no report of adverse impact to patient or procedure. No additional information is available.

Manufacturer narrative:
The device is reported to be in the process of being returned for evaluation. Upon completion of the investigation or if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. Labeling review: "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures... The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury... Instruments should be protected during storage and from corrosive environments. Refer to cleaning and sterilization instructions below for all non-sterile parts. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..."